Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The same day as the peritonitis diagnosis, the patient was hospitalized. Treament was not reported. At the time of this report, the patient was not recovered from the events. Action taken with pd therapy was not reported. No additional information is available.